Event description:
Per the surgeon's report, the pt's device extruded into the external ear and then gradually migrated out of the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed september 10, 2008.